Event description:
The physician was attempting to deploy a 10mm diameter x 40mm length complete self expanding (se) peripheral bare metal stent system to treat a lesion located in the iliac of a patient that was described to be tortuous and eccentric. Difficulties were encountered while deploying the stent. Device was extracted back into sheath, and it was reported that the stent came off when the delivery system was retracted into the sheath following the apparent delivery. The stent came out with the sheath that was removed and replaced. No patient injury occurred and no clinical sequelae were reported. Device evaluation: a number of struts on the first segment were deformed. The remaining struts and segments were intact.

Manufacturer narrative:
Evaluation, results: incorrect technique/procedure (reported event was most likely procedural related). Conclusion: operational context contributed to event (reported event was most likely procedural related). (B)(4).